Event description:
Caller reported a cartridge alarm 20 during pumping. Blood glucose level was not adversely impacted and remained below 500 mg/dl (27.7 mmol/l). Reportedly, customer reverted to manual injections for insulin therapy.